Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated an issue with diagnostic data collection. It was noted the device patient information was not programmed at time of implant per clinical manual, so device data collection information was not setup to collect diagnostic data post implant.

Event description:
It was reported that approximately one month post-implant, the implantable cardiac monitor (icm) was not collecting data and it was suspected the data collection was not turned on. It was noted the patient would present to the hospital for a device check and program the device to collect data. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.